Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was low laser out put and inappropriate laser firing during a treatment. The procedure was completed using higher laser performance. No patient impact reported.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The fiber was noted to have been found on the floor and was broken. The company representative replaced the fiber. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer breaking the optical fiber. (B)(4).